Event description:
It is reported that the device was implanted in 2007. Post-op in 2008, the surgeon said movement of the device construct during ambulation with pulling fracture zone apart. Revision surgery occurred the following month, due to fracture of the lag screw.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.